Event description:
It was reported that the nozzle detached from the irrigation only tip during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the nozzle detached from the irrigation only tip during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Based evaluation of the returned unit, most probable root causes for subject condition can be associated, but not limited to: tip improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of irrigation tube) or too much force applied during assembly at the manufacturing process. Poor gap design for mating parts (irrigation tubing coupler and canal tip body). Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room.